Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture, loss of sensing and low impedance. It was noted that the patient had a car accident in (B)(6) 2015. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was good post procedure.